Event description:
It was reported that, during an arthroscopic procedure, the osteoraptor anchor was deformed due to the push rod being prone to uneven force. The rod introduced but deformed so it could not go further. Surgery was completed with a back up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: additional information on: b5.

Event description:
It was reported that, during an arthroscopic procedure, the osteoraptor anchor was deformed due to the push rod being prone to uneven force. The rod introduced but deformed so it could not go further. The part of the anchor that was inserted into the bone hole was retrieved using tweezers. Surgery was completed with a back up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation a visual evaluation showed the device was not returned in original packaging. The sutures and anchor were not returned. The insertion device has no visible defect. No functional testing can be conducted since there is missing components hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.